Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074384) on 30-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pain / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches"), inflammation ("inflammation"), muscular weakness ("muscle weakness"), fatigue ("horrible fatigue"), menorrhagia ("heavy periods") and dyspareunia ("sex became so painful"). The patient was treated with surgery (full hysterectomy to remove the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache, inflammation, muscular weakness, fatigue, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, muscular weakness, pelvic pain and rash with essure. The reporter commented: otc meds: organic paleo diet. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
He was initially received via regulatory authority (FDA, reference number: mw5074384) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pain / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches"), inflammation ("inflammation"), muscular weakness ("muscle weakness"), fatigue ("horrible fatigue"), menorrhagia ("heavy periods") and dyspareunia ("sex became so painful"). The patient was treated with surgery (full hysterectomy to remove the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, headache, inflammation, muscular weakness, fatigue, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, muscular weakness, pelvic pain and rash with essure. The reporter commented: otc meds: organic paleo diet. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.